Event description:
The shaft of the product broke while the product was advanced towards the treatment site. Additional details were requested, but are not available.

Manufacturer narrative:
Please note that this device is not distributed in the united states. However, it is similar to the us distributed cypher sirolimus drug eluting stent. The product is scheduled to be returned, but has not been received as of this writing. Additional information received will be submitted within 30 days upon receipt.